Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent with leucocytes count of 1500 (units not reported). It was reported that the patient did not experience peritonitis however it was "only suspected". It was reported that the cause was due to breach in aseptic technique. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. It was reported that the patient has not taken any antibiotic treatment for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that retraining has been done for the patient. No additional information was available at the time of this report.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.